Manufacturer narrative:
Engineering analysis: the engineering report noted previous investigations of these types of tego component damages (torn and broken seals) have been replicated and are attributable to over-tightening; unintended force; off-center access with a long male luer slip type connectors(s) while attaching/detaching of use of non-compatible mating/access devices that fail to meet the iso standard (B)(4). Since there is a thread stop on the housing, it was concluded that the component damage was caused by over tightening. Record review: a review of the manufacturing lot database for lot # 2073911 (manufacturing date 12/2010) shows (B)(4) units were manufactured, tested, inspected, and released. Conclusion: the visual analysis of the one returned used tego device confirmed extensive component damages which caused and/or contributed to the reported incident. There were no defects or performance issues replicated on the two unused d1000 tego connectors that were returned.

Event description:
Complaint rec'd. Reporting leakage issue with use of one (1) d1000 tego connector and medisystem streamline blood set. It was reported that approx. 215 minutes into dialysis treatment clinician noticed pool of blood in patient's chair. Upon inspecting set-up/connections clinician found blood was leaking between the bloodline and the connection point of the tego. Patient was treated, returned to baseline condition and was discharged to home care. This was the third dialysis treatment. No issues noted with the first two treatments. Manufacturer's analysis and investigation: one (1) used and two (2) packaged same lot d1000 tego connectors and medisystems streamline airless system bloodline two piece set were returned for analysis and investigation. Visual inspection and analysis was performed. The results recorded no visual abnormalities with the two packaged d1000 connectors and the medisystems streamline airless system bloodline two piece blood tubing set. The visual analysis of the returned used d1000 tego connector did record extensive component damages including the connectors silicone seal. Functional and performance testing was performed per the product specification requirements. The returned used d1000 tego connector recorded leakage originating from the tear in the silicone sleeve. The two returned unused d1000 tego connectors were mated and tested with the returned medisystems bloodline set. The results recorded no leakages during the activation or after removal of the mating devices (not activated position). There were no tears or damage found on the silicone sleeves.